Event description:
The customer reported that when she selected "start" for the needle/cannula to deploy, she did not feel or hear the usual sound when the cannula is inserted. She kept the pod on overnight because she was unsure if the cannula was inserted or not. When she woke up in the morning her blood glucose measured 395 mg/dl and she then knew for certain the cannula was not inserted. She also stated that she could feel and smell insulin around the area.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to deploy or to determine it's root cause. Qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and the pdm also displays a reminder to check the infusion site and cannula. The user guide also warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."